Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with delivery anomaly. The customer states the device is not pumping through the cannula. The customer's blood glucose level at the time of incident was 133mg/dl. The customer's most current level was 289mg/dl. The customer declined to continue to troubleshoot the device. The customer was assisted with rewinding and priming the pump. No further assistance provided.